Event description:
It was reported that the device triggered an alert tone. No further information was provided to allow follow-up contact. The current device status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.